Event description:
Customer's wife stated that her husband's "blood sugar was not reading right" in his freestyle blood glucose meter. She stated he "didn't know what was going on" and she believed he lost consciousness. He was seen at a local hospital, diagnosed with hypoglycemia and admitted for three days. The customer reports being treated with metformin and glipazide. It should be noted that the meter's calibration code was incorrect. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested and a follow-up will be submitted once investigation results are available.